Manufacturer narrative:
D4: model and serial numbers were identified and updated. H4: manufacture date was identified and updated. Analysis results: the root cause of the customer's complaint was a broken brush hub.

Manufacturer narrative:
The outcome attributed to adverse event was chipped teeth. The event date is approximate.

Event description:
The consumer reported that their flexcare power toothbrush chipped their teeth.